Manufacturer narrative:
(B)(4). The set was discarded at the facility. No further investigation could be performed.

Event description:
Customer reported IV set leaked in inpatient peds unit at the juncture of the tubing and the filter. The set was discarded by the nurse because it contained chemo. No patient or staff harm was reported. No additional information was available.